Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2020, the flexible shaft from the flexible reamer set broke just shy of the large ao coupler end. No fragments were generated. The procedure was successfully completed using another reamer shaft. There was no surgical delay or consequence to patient. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).